Event description:
During an unspecified procedure, the instrument began to spark and smoke when in use. No pt injury was reported.

Manufacturer narrative:
11/7/97-supplemental rpt #1 submitted to FDA. Device evaluation indicated in h3 and corrected codes entered in h6.